Manufacturer narrative:
Section d1, brand name: partial information provided due to the unknown lot number. Section d4, model and catalog number: partial information provided due to the unknown lot number. Section d4, lot number: unknown/no information section d4, expiration date: unknown as the lot number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the lot number is not available. Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device, therefore not explantable. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown as the lot number was not provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) emerald series cartridge snapped in half. When the customer went to load the intraocular lens (iol) model ar40e into the cartridge, it seemed to fit fine but when the customer went to fold the cartridge to put into the injector, the cartridge snapped in half. The customer was unable to load the iol into the emerald injector. The cartridge did not touch the eye. Sutures were placed as the surgeon had to open up the main incision and inserted the iol with forceps. Customer stated this is standard practice when the main incision needs to be enlarged. No further information was provided.